Event description:
Customer reported unit displayed 'minimum system shutdown'. There was no reported pt injury. Ohmeda's investigation into the reported occurrence is still ongoing. A f/u report will be issued when the investigation has been completed. Initial report by customer - 3/25/98. Confirmation of reportable event - 9/8/98.